Event description:
I would like to report a defect in the manufacture of abbott medical optics -amo- previously known as advanced medical optics, intraocular lens -iol- model zmaoo acrylic multifocal iol. I have implanted in excess of 25 of these lenses during and after august 2008. They produced poor outcomes with reduced vision and excessive optic aberrations. Exhaustive investigation post operatively, found that the production of the iol was defective due to the diamond lathe cutting of the iol. They caused a ground glass haze on the posterior surface of the iol. I am a medical doctor from a foreign country. I have more than 25 iols that I have implanted that were defective. The company removed the consignment before I was able to open the rest of them to look for defects, but I have clinical photograph of many of the defective iols after implantation.